Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance handle was used during a sphincteroplasty procedure performed in the common bile duct (cbd) on (B)(6) 2021. During the procedure, while inflating the cre balloon it was noticed that there was a slight resistance in the handle. The spring came out of the handle. The procedure was not completed and the patient was sent to a different hospital. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: impact code f1001 captures the reportable event of aborted/cancelled procedure. Block h10: investigation results the spring lever of the device fell out after being removed from the bag. It was also noted that the spring was not in its original shape and may have been caused by pumping the handle past the stop location and using force to do so. The shifter knob was turned to neutral position, it was noticed that the device would not move. Wear/internal damage and significant corrosion was noted due to being submerged in a cleaning substance. The alliance ii handle instructions for use (IFU) states: do not immerse the unit in disinfecting solutions. With all of the information available, bsc concludes that unintended inappropriate use of the device may have caused or contributed to the reported clinical observations. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance handle was used during a sphincteroplasty procedure performed in the common bile duct (cbd) on (B)(6) 2021. During the procedure, while inflating the cre balloon it was noticed that there was a slight resistance in the handle. The spring came out of the handle. The procedure was not completed and the patient was sent to a different hospital. There were no patient complications reported as a result of this event.